Event description:
The patient called alleging an error 2 message on the lfs meter. The patient did not experience any symptoms at the time of testing. The patient took insulin after attempting to use the meter and went to the hospital to get blood test taken. No information on what the reading was at the hospital. Md treated the patient with insulin. Ccr was unable to resolve the error 2 message and sent the patient a replacement meter.